Event description:
Update: the customer provided a results from a third patient. Patient 3 initial result = 18.68 miu/ml, repeat result = 2.52 miu/ml.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect total b-hcg reagent kit, list number 07k78-77, a.i.d.d longford, lisnamuck, co. Longford, longford, ireland, n39e932 to arc i2000sr inst, list number 03m74-02, abbott laboratories, 1915 hurd drive, irving, tx, 75038. MDR number 3016438761-2022-00016 has been submitted and all further information will be documented under that MDR number. H3 other text : after further evaluation, the suspect medical device was changed from architect total b-hcg reagent kit, list number 07k78-77, to arc i2000sr inst, list number 03m74-02, MDR number 3016438761-2022-00016 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed a false positive initial architect total b-hcg result generated on an architect i2000sr analyzer for two patients. The following results were provided (reference range <5.00 miu/ml is negative): patient 1 is a (B)(6) female patient: initial result = 3714.74 miu/ml, repeat result = 2.36 miu/ml. Patient 2 is a (B)(6) female patient: initial result = 2792.51 miu/ml, repeat result = <1.20 miu/ml . There was no impact to patient management reported.

Manufacturer narrative:
Age at time of event and age units, gender, and date of event: patient 1 is (B)(6) female patient: (B)(6) 2021. Patient 2 is a (B)(6) female patient: (B)(6) 2021. Address: (B)(6). Phone: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.